Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device . The reported patient age is unknown there were 0 male patients, 0 female patients and 5 unknown gender.

Manufacturer narrative:
Two samples were returned. Three samples were not returned. There were three cases with a method code of device not returned (4114), analysis of production records (3331), results code of no findings available (3221) and conclusion code of cause not established (4315). There were two cases with a result code of results pending completion of investigation (3233) and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Updated investigation findings: three samples were returned. Two samples were not returned. There were two cases with a method code of device not returned (4114). There were three cases with a method code of analysis of production records (3331). There was one case with a method code of testing of actual suspected device (10). There were three cases with a results code of no findings available (3221). There were two cases with a result code of results pending completion of investigation (3233). There were three cases with a conclusion code of cause not established (4315). There were two cases with a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Updated investigation findings: three samples were returned. Two samples were not returned. There were three cases with a method code of device not returned (4114) there were four cases with a method code of analysis of production records (3331) there was one case with a method code of testing of actual suspected device (10) there were four cases with a results code of no findings available (3221) there was one case with a result code of results pending completion of investigation (3233) there were four cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is: (B)(4).